Event description:
A report was received that a pt was experiencing discomfort at the pocket site. The pt's ipg had shifted after the pt lost weight. Weight loss was not device related. The pt is expected to undergo a pocket revision procedure.